Event description:
Balloon tip sheath curled up on itself, wont go in, opened new device. Reported & returned. Rga# [redacted], fed ex track # [redacted]. Manufacturer response for balloon neph ultraxx 10x15, (brand not provided) (per site reporter), issued rga# [redacted].